Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of right atrial (ra) lead the helix could not be screwed out and could not be fixed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.